Event description:
Consumer called to report concerns with the accuracy of his meter. Analysis run consensus error grid (ceg) using lab reading (55) as reference point vs bd readings (91) yielded data points on the c range of the grid, outside of acceptable limits.